Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had injury of the left subclavian vein after puncture and installation of the leads, partial thrombosis of the left subclavian vein, and thoracic outlet syndrome. The leads are still in use. No further complications have been reported as a result of this event.